Manufacturer narrative:
Device investigation of monitor sn (B)(4) and electrode belt sn (B)(4) is underway. Upon investigation the monitor was unable to power on. The monitor and electrode belt showed signs of thermal damage. Due to the damage to the monitor, download data surrounding the alleged treatment event is not available. Efforts are underway to recover additional data surrounding the event from the computer/analog board. At this time zoll is unable to confirm that the patient received a treatment. A supplemental report will be submitted upon completion of the root cause investigation.

Event description:
A us distributor contacted zoll to report a patient was stating that he was treated on (B)(6) 2016. The patient's wife stated that the lifevest did not alarm or deploy gel from the therapy electrodes. The patient's wife stated she heard a "zap" and the patient "buckled over" but did not fall. After the alleged treatment the monitor was unable to power on. The patient received a replacement monitor and electrode belt, and eventually was implanted with an ICD.

Manufacturer narrative:
Device investigation of monitor sn (B)(4) and electrode belt sn (B)(4) is underway. Upon investigation, the monitor was unable to power on. The monitor and electrode belt showed signs of thermal damage. Due to the damage to the monitor, download data surrounding the alleged treatment event is not available. Efforts are underway to recover additional data surrounding the event from the computer/analog board. At this time zoll is unable to confirm that the patient received a treatment. A supplemental report will be submitted upon completion of the root cause investigation.

Event description:
Supplement: 03/25/2016. To clarify that there was no death associated with this event. A us distributor contacted zoll to report a patient was stating that he was treated on (B)(6) 2016. The patient's wife stated that the lifevest did not alarm or deploy gel from the therapy electrodes. The patient's wife stated she heard a "zap" and the patient "buckled over" but did not fall. After the alleged treatment the monitor was unable to power on. The patient received a replacement monitor and electrode belt, and eventually was implanted with an ICD.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. High-voltage from the monitor travelled to low-voltage circuitry in the monitor and electrode belt, damaging multiple components in the monitor and electrode belt. The root cause for the high-voltage failure could not be positively identified. The monitor computer/analog pca was returned to the pca supplier to try to recover additional data surrounding the event. The data recovery attempts were unsuccessful. Zoll has been unable to confirm whether the patient was treated. There was no death or serious injury. Device investigation of monitor sn (B)(4) and electrode belt sn (B)(4) is underway. Upon investigation the monitor was unable to power on. The monitor and electrode belt showed signs of thermal damage. Due to the damage to the monitor, download data surrounding the alleged treatment event is not available. Efforts are underway to recover additional data surrounding the event from the computer/analog board. At this time zoll is unable to confirm that the patient received a treatment. A supplemental report will be submitted upon completion of the root cause investigation.

Event description:
To clarify that there was no death associated with this event. A us distributor contacted zoll to report a patient was stating that he was treated on (B)(6) 2016. The patient's wife stated that the lifevest did not alarm or deploy gel from the therapy electrodes. The patient's wife stated she heard a "zap" and the patient "buckled over" but did not fall. After the alleged treatment the monitor was unable to power on. The patient received a replacement monitor and electrode belt, and eventually was implanted with an ICD.